Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver morphine (concentration and dose unknown), indicated for non-malignant pain and failed back surgery syndrome. It was reported that per the patient, the pump is ¿no longer operational.¿ the event date was asked but unknown. The reason for the call was to request compatibility guidelines for magnetic resonance imaging (MRI). It was unknown if the procedure was due to a problem with the device or therapy. It was stated that the MRI is of the entire spine for generalized pain, specifically neck and low back pain. The event date for the patient¿s pain symptoms was asked but unknown. No further complications were reported or anticipated.